Event description:
It was reported to philips that the customer stated the system shut down and is not unable to power on, as the fuses in the m-cabinet are not receiving power. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.